Event description:
In this event it was reported that a pt received four ankylos c/x implants on (B)(6) 2013 to replace the teeth in region #20, #21, #28 and #29. The implants were used for immediate loading by inserting syncone abutments subsequently, which supported a removable denture. On (B)(6), the dentist revealed that the implant in region #28 did not osseointegrate successfully and removed it. The dentist did not specify any symptoms, but suspected an allergic reaction occurred. It is stated on the available documentation that the implant site was infected. The documentation contains no indication that the infection occurred due to an allergic reaction.

Manufacturer narrative:
While it is unk if the implants used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.